Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed october 22, 2013.

Event description:
Per the clinic, the patient experienced pain and bleeding on the ear due to extrusion of the electrode array into the ear canal. The patient was treated with antibiotics (date & type not reported).a revision surgery is planned; however, this has not occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2013.